Event description:
On 7/19/95 a 2cm lesion on the left side of pts flank was noted. According to the pt, this was a previous telemetry monitor site. 7/21/95 pt had debridement of this wound in the o.r. Under anesthesia.